Event description:
A customer reported a continuous glucose monitor (cgm) error. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support, which included a complete pump reset. After the reset, the cgm error did not reoccur, and the customer successfully initiated their sensor session.